Event description:
The pump exchanged was on (B)(6) 2024. Review of the retrieved log file from the returned device contained data consistent with the pump support being terminated on (B)(6) 2023; the customer was not able to provide a reason for the pump support being terminated on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected inflow cannula thrombus could not be confirmed through this evaluation. The reported low flow alarms were unable to be confirmed. Although the account stated the alarms were due to inflow cannula thrombus, a specific cause for the reported low flows could not be conclusively determined through this investigation. (B)(6) was returned assembled with the pump cable severed approximately 7¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. A portion of the outflow graft was returned attached to the pump cover outlet port. The outflow graft bend relief had been severed at its hardware and was returned engaged to the graft hardware. The severed portion of the bend relief material had been halved lengthwise. One half of the material was returned with the device. The outflow graft clip was returned properly seated over the outflow graft hardware. The cuff lock had been disengaged prior to its return for evaluation and the apical cuff was not returned with the device. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of the IFU, "introduction," lists adverse events, including device thrombosis and right heart failure, which may be associated with the use of heartmate 3 lvas. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented in clinic with severe heart failure symptoms and was admitted after confirmation that the left ventricle was dilated. Insufficient offloading of the left ventricle was seen in the echocardiogram upon admission. Low flow alarms occurred and despite an increase in speed higher flows could not be achieved. The outflow graft was checked for kinks and twists and that was negative and lactate dehydrogenase (ldh) was not increased. The cause of the low flow alarms was the visible thrombus formations around the inflow cannula and inside of the pump. The patient was put on extracorporeal membrane oxygenation (ECMO) and right ventricular assist device (rvad). The patient underwent a pump exchange, and the plan of care was to wean off ECMO and rvad as soon as possible.